Event description:
Rptr is an operating room personnel and a victim of "perfix" mesh plug (a medical device for hernia repair made by davol co). Based on their extensive search through internet, american hernia society, journal called hernia and several hernia websites, rptr believes "perfix" mesh plug is a health hazard that needs medical and surgical treatment for its removal from the pts' body because of its complications. Contrary to the claim made by its MFR that the perfix plugs do not collapse. The "perfix" plugs collapse to a very hard object. In rptr's case and in the cases that they have seen in the operating room they become like a piece of brick, and cause the following complications: 1) severe pain in one out of 15 to 20 pts for a long time until the plug is removed from the body by another surgery. 2) the collapsed plug can move to the scrotum and needs to be removed. 3) the plug can migrate to the bowel and needs more surgery to remove it.